Event description:
It was reported "doctors using stapler on patients then it got jam, cannot work anymore". Another device was used to complete the procedure. No patient injury or consequence reported. The patien'ts current condition reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was reported. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.